Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on september 9, 2020. Device evaluation summary: a manufacturing record evaluation was performed for the finished device number 6521520, and no non-conformances were identified. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent breast reconstruction revision with 450cc mentor memorygel breast implants experienced right sided rupture, hematoma, and baker grade iii capsular contracture post procedure. Additionally, left sided grade ii ptosis was noted. This was accompanied by a burning sensation in the right breast, swelling, and hardening. The ptosis and capsular contracture were noted through a physical examination performed by a physician. Magnetic resonance imaging demonstrated the hematoma and rupture. As a result, bilateral prosthesis replacement with 550cc mentor memorygel breast implants was performed on (B)(6) 2020. The right sided event was reported initially under 1645337-2020-05886 on (B)(6) 2020. On june 23, 2020 mentor received additional information and initial awareness of bilateral issues. This report relates to the left prosthesis.